Manufacturer narrative:
The sample was plasma that was centrifuged at 3000rpm for 5 minutes. The customer stated there may have been fibrin in the sample due to the patient being treated with heparin prior to the erroneous result. Qc was within the established ranges prior to the erroneous result. A system check was performed on (B)(4) 2011 and met the specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to an elevated troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system for one patient sample. The result was reported out of the laboratory. Repeat analysis on the same and on a subsequent sample produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.